Manufacturer narrative:
(B)(4).similar to device under 510(k) p100028. (B)(4). Summary of investigational findings: the treatment area was the rvot (right ventricular outflow tract) and is an off label indication. A forx4-14-80-7-20 system was advanced and expanded inside an existing stent without any complications. An angiogram shows that the stent has restored flow, but around the distal third part of the stent the passage narrows slightly. When performing a post-dilation of the stent with the forx4- balloon catheter, the physician discovers that the balloon has bursted. Visual inspection of the proximal part of the balloon section show that it is bursted longitudinally. The angiogram shows that the proximal part of the stent does not align 100% with the vessel wall due to a 100-110° angle vascular. From our investigation we are not able to find any obvious correlation between the incident and a product error. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: dr. Advised implanting a cook formula 414 stent for rovr obstruction where he had inflated the balloon and it burst and fractured and obstructed pulmonary blood flow. He retrieved the fragment. Attempted snare retrieval over wire- difficult. Balloon fragment obstructed pulmonary blood flow with stats of 28% - managed to embolize this to lpa and establish pulmonary blood flow. Further eventual retrieval from lpa and then from descending aorta. Patient outcome: the patient did require additional procedures - retrieval of dislodged balloon segment. No adverse effects on the patient due to this occurence have been reported.